Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous saphenous vein graft of the forearm. A 6.0mm x 150mm, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon first inflated at 18 atmospheres. However, the balloon ruptured at 18 atmospheres on the second inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was identified 10mm proximal to the distal edge of the distal markerband. No issues were noted with the tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous saphenous vein graft of the forearm. A 6.0mm x 150mm, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon first inflated at 18 atmospheres. However, the balloon ruptured at 18 atmospheres on the second inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and patient's status is good.